Event description:
Caller reported that the cartridge was not fitting properly on the pump and was not fully snapping into place. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.